Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation, however, the balloon was ruptured. The procedure was completed with different device. There were no patient complications nor injuries reported.